Event description:
As reported per the clinical trial (B)(6): on (B)(6) 2013, the patient underwent a primary open parastomal (left) hernia repair procedure with implant of a bard/davol ventralight st mesh (cat #5954460; lot #huxe0670) using open cst technique. The mesh was fixated using non-bard/davol fixation device and transfacial sutures. Fascia was not completely closed; full skin closure was achieved using staples. On (B)(6) 2013, returned to operating room for post-operative hemorrhage, where arterial bleeder found suture ligature was performed. (Not mesh device related). The patient was discharged to home on (B)(6) 2013. As reported between 23dec2013 - 27jul2016, the patient was diagnosed and underwent multiple surgical and medical interventions related to complex surgical site infection related issues and a small bowel obstruction, including: on (B)(6) 2014, the patient was diagnosed with deep surgical site infection, infected seroma, fat necrosis. Ultrasound showed fluid collection, CT-guided drainage and drain placement done. Culture was positive for staphylococcus aureus. Treatment included abdominal washout, CT-guided drainage and drain placement, oral and IV antibiotics. Patient was discharged on (B)(6) 2014. As reported the patient had drainage during follow-up visits. On (B)(6) 2014, the patient presented with abdominal pain, nausea, vomiting, abdominal distention, decreased flatus/bowel movement. Patient was admitted and diagnosed with partial small bowel obstruction. Patient was treated with bowel rest, IV fluids, conservative medical treatment and was discharged on (B)(6) 2014. On (B)(6) 2014 ¿ (B)(6) 2014, the patient was diagnosed with and treated for abdominal abscess. Patient presented with lesion consistent with abscess, opened in office, fluid cultured, and area cleaned out. Culture was positive for gordonia bronchialis, antibiotics started. On (B)(6) 2014, office visit with primary diagnoses of mesh infection. Crp ordered and patient was referred to infectious diseases. On (B)(6) 2014, the patient presented with history of redness/pain at the incision site, diagnosed with hematoma of abdominal wall incision site, which was incised and drained in office. Lesion drained pus & blood then was packed with iodoform. On (B)(6) 2016, the patient presented with intermittently draining sinus of left side abdomen, CT was done, patient setup for or removal of stitch abscess, performed on (B)(6) 2016.

Manufacturer narrative:
As reported, about eight weeks post-implant of the bard/davol ventralight st mesh, the patient experienced abdominal pain and was diagnosed with abdominal distention, partial small bowel obstruction and underwent medical treatment. As reported the ae has recovered/resolved. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and possibly related to the index procedure, however, based on the information provided, no conclusion can be made. This MDR represents the small bowel obstruction adverse event. Additional MDR was submitted for the adverse events associated with the patient¿s wound healing issues. Not returned - remains implanted.